Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage occurred. The 90% stenotic lesion was located in the average tortuous and non calcified proximal right coronary artery. The physician advanced the 3.5x28mm taxus express2 drug eluting stent to the lesion, but was unable to cross. There were no pt complications. When the device was removed it was observed that the distal edge of the stent was lifted. The procedure was successfully completed with a different device. Pt status is reported as "good."

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.